Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Customer used visthesia, which is not approved for this device. Root cause: no serial number or sample was provided by the customer. No root cause can be determined at this time. However, per the information provided the issue may have occurred due to failure to follow the dfu. The surgeon stated that there was a definite sort of resistance at the tip and the lens was at a different contour or dimension. The dfu instructs to slowly advance the plunger to the first click point. At this time, the lens position should be checked to assure the lens is in approved position. Force should not be necessary to advance the lens. In addition, the viscoelastic used is not qualified for this device. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens suddenly shot out causing a capsular rupture. In a follow-up, the surgeon explained that during injection of the lens, there was some resistance, the lens shot through, and the haptic hit the posterior capsule which caused a tear, with no vitreous loss or retinal detachment. The surgeon also indicated that the iol was stickier and has a "high level of unpredictability of how the lens goes into the eye". The surgeon reported use of an unapproved viscoelastic. Additional information has been requested.